Event description:
Dealer allegedly states several issues with chair. Weldament snapped off of right side arm socket, caster's spoke snapped, very difficult to collapse, shipping damage on a regular basis. No injury is alleged.